Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the lifter spring misassembled. The instrument was cycled, fed, and fired six conforming clips and one pear shaped clip. No firing issues were found, the instrument locked out when intended. No conclusion could be reached as to how the lifter spring got damaged. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap cholecystectomy procedure, the device locked up and would not fire. The case completed with another device of the same product code. There was no pt consequence.